Manufacturer narrative:
B1. Adverse event/product problem: correction. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During service at the facility, the fse identified the fiber port was defective. Furthermore, the fse readjusted the near and far orientation of the four laser sources. There were also two aging laser sources that needed to be replaced. The replacement of the fiber port resolved the issue. It is likely that the damaged fiber port could have affected the console performance, leading to the reported event. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a piece of fiber was left inside the laser connector. There were no patient complications. The procedure was not completed due to this issue. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that a piece of fiber was left inside the laser connector. There were no patient complications. The procedure was not completed due to this issue. This event is being reported for aborted/cancelled procedure with or unknown sedation.